Event description:
The hemostasis valve was cracked. Another kit was opened and used. Event complications: none from the event-reported 11/1/96. Pt's current status: unk rpt'd 11/1/96.

Manufacturer narrative:
Evaluation summary: a clear, 10 french, 6 inch hemostasis valve assembly was returned for evaluation with blood noted on the exterior and interior of the device. Visual examination revealed no crack in the hemostasis valve body or valve cap. Leak testing of the device revealed no leak between the hemostasis valve body and cap. Probable cause of difficulty: laboratory examination of the returned sheath/clear hemostasis valve assembly found no defects. It was not possible to verify the reported difficulty during laboratory examination. Although conjectural, the interior appearance of the clear molded hemostasis valve assembly could lead the user to perceive the item was cracked. When holding the valve at a certain angle towards the light, the mold lines within the valve cap and body do resemble cracks.